Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign, health professional - event occurred in (B)(6). Concomitant medical products: list of associated products : item number 42500606202 item name pfemur cemented posterior stabilized (ps) standard right size 7lot # 64302103. Item number 19090127af1 item name hoscillating saw blade zimmerâ®/synthesâ® lot # 372069. Item number 12076100ur1 item name reciprocating saw blade zimmer biomet recip lot # 348875. Item number 00515048200 item name hip kit lot # 64796937. Item number 2557000114 item name pstem extension tapered cemented 14 mm diameter +30 mm length lot # 64359223. Item number 42540000032 item name pall poly patella cemented 32 mm diameter lot # 64367722. Item number 42532007101 item name pnatural tibia cemented 5 degree stemmed left size e lot # 64367521. Item number 42512600812 item name particular surface fixed bearing constrained. Posterior stabilized (cps) left 12 mm height use with tibia sizes e-f / ps femur sizes 10-11lot # 63904814. Item number 42557000114 item name pstem extension tapered cemented 14 mm diameter +30 mm. Length lot # 64832711. Item number 42540000035 item name all poly patella cemented 35 mm diameter lot # 64374887. Item number 42532006702 item name ptibia cemented 5 degree stemmed right size d lot # 64355617. Item number 42522600510 item name particular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height use with tibia sizes c-d / ps femur sizes 6-9 lot # 64461648. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a surgery has been performed with rosa knee and persona cps in a patient with rheumatoid arthritis performed bilaterally at one time. The surgery took place as expected, without complications. Doctor reported that this patient would be a challenge due to reduced movement amplitude. She was able to extend her leg only up to 30 degrees and flex her leg up to 70 degrees. According to the doctor, the postoperative period still presented pain of unknown origin which he imagined was due to the surgery. However, as the condition did not evolve, 3 months after surgery he asked the patient to undergo a xray, where he verified the loosening of the prosthesis on both sides, apparently only on the femoral side. As a result, he underwent a series of tests, including MRI scans and will soon underwent tests to assess whether there was an infection.

Manufacturer narrative:
This is a combination product (B)(4). This follow-up is to relay additional information. 2 complaints on medical : loosening were recorded on the batch since ever, and 2 complaints on medical : loosening was recorded on the reference from jan 01, 2018 to jan 7, 2022. 2 complaints on medical : infection were recorded on the batch since ever, and 3 complaints on medical : infection was recorded on the reference from jan 01, 2018 to jan 7, 2022. X-rays review as part of (B)(4) stated that bilateral femoral periprosthetic fractures was identified with subsequent loosening. Osteopenia was noted as well. X-ray review showed that an infection was unlikely. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a surgery performed with rosa knee and persona cps in a patient with rheumatoid arthritis performed bilaterally at one time. The surgery took place as expected, without complications. Doctor reported that this patient would be a challenge due to reduced movement amplitude. She was able to extend her leg only up to 30 degrees and flex her leg up to 70 degrees. According to the doctor, his postoperative period still presented pain of unknown origin which he imagined was due to the surgery. However, as the condition did not evolve, 3 months after surgery he asked the patient to undergo an x-ray, where he verified the loosening of the prosthesis on both sides, apparently only on the femoral side. As a result, he underwent a series of tests, including MRI scans and will soon undergo tests to assess whether there is an infection.

Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. No delay occured during the surgery. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that: surgery performed with rosa knee and persona cps in a patient with rheumatoid arthritis performed bilaterally at one time. The surgery took place as expected, without complications. Doctor reported that this patient would be a challenge due to reduced movement amplitude. She was able to extend her leg only up to 30 degrees and flex her leg up to 70 degrees. According to the doctor, his postoperative period still presented pain of unknown origin which he imagined was due to the surgery. However, as the condition did not evolve, 3 months after surgery he asked the patient to undergo an xray, where he verified the loosening of the prosthesis on both sides, apparently only on the femoral side. As a result, he underwent a series of tests, including MRI scans and will soon undergo tests to assess whether there is an infection.